Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was intermittently powering on. Upon evaluation, the j1 battery connector was intermittent. The cause of the intermittent power is the intermittent battery connector. The root cause of the intermittent battery connector was not positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor which was returned for an unrelated issue, a reportable problem was found. The monitor was intermittently powering on.